Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms, which were attributed to device thrombus. The reported device thrombus could not be confirmed based on the provided information. A specific cause for the reported thrombus could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Review of the submitted log files revealed a downward trend in estimated flow from (B)(6) 2025, with low flow alarms observed on (B)(6) 2025. Estimated flow was then observed to drop to 0 lpm at 12:57 on (B)(6) 2025, where it would stay for the remainder of the relevant data. Events that appeared consistent with the report of the lvas being decommissioned were later captured. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed when the driveline was connected. Heartmate 3 left ventricular assist system, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including device thrombosis. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had lower flows over the past few days and persistent low flow alarms beginning on (B)(6) 2025. Following review, log files captured low flow events on (B)(6) 2025, with no indication of external mechanical circulatory support (mcs) equipment issues causing the events. The low flow events may have been due to a patient related issue. There were no other unusual events recorded in the log file event history. Based on the data in the log files, the mcs equipment was operating as intended electronically and mechanically. While at the hospital for a workup on the new low flow alarms, the patient ingested a suspected thrombus. Pcbt 45. Pump flow measured at 0.0 liters per minute (lpm). The patient was placed on extracorporeal membrane oxygenation (ECMO), and tissue plasminogen activator (tpa) would be attempted for suspected inflow thrombus. Per computed tomography (CT) imaging, the site believed the pump inflow ended up completely obstructed, and the outflow graft was fully thrombosed. Follow-up log files showed continued decline in flow on (B)(6) 2025, reaching 0.0 lpm at 12:57 pm, with no increase despite changes in speed. The pump was shut off at 3:39 pm. Based on the log files, the mcs equipment had operated as intended electronically and mechanically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.